Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2004036) on 26-mar-2020. The most recent information was received on 22-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and asthenia ("significant asthenia"). The patient was treated with surgery (salpingectomy and subtotal hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown and the asthenia was resolving. The reporter provided no causality assessment for asthenia, dysmenorrhoea and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: patch test: positive reaction for nickel. Prick test: positive for nickel. Note that there is no reaction for the other metals: chromium, cobalt, gold, copper, palladium and titanium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-apr-2020: physician does not have the essure batch number because he did not know the patient previously; nickel allergy was deleted as event because the patient confirmed that the nickel allergy (costume jewellery, button jeans) existed several years before the insertion of the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and asthenia ("significant asthenia"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (salpingectomy and subtotal hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and allergy to metals outcome was unknown and the asthenia was resolving. The reporter provided no causality assessment for allergy to metals, asthenia, dysmenorrhoea and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: patch test: positive reaction for nickel. Prick test: positive for nickel. Note that there is no reaction for the other metals: chromium, cobalt, gold, copper, palladium and titanium.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.